Event description:
Voluntary medwatch report received reported that the left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.